Event description:
It was reported that during the procedure the fiber cap detached. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Event description:
It was reported that during the procedure the fiber cap detached. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported fiber cap detached was unable to be confirmed as there were no defects identified during visual analysis. Although analysis identified devitrification, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of the heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Boston scientific has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap exhibited severe devitrification. The metal cap exhibited severe charred detritus adhesion, which is indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the reported allegation of fiber cap detached was unable to be confirmed as there was no defects identified on the fiber cap. Therefore, an investigation conclusion of no problem detected was assigned to this investigation.

Event description:
It was reported that during the procedure the fiber cap detached after 13,000 joules expended. A second fiber was used to complete the procedure with no clinical consequences to the patient.